Event description:
It was reported that the patient was losing biventricular pacing due to persistent t-wave oversensing post-pace. Repositioning of the lead was attempted but all of the fifteen ventricular areas that the physician had mapped had some t-wave oversensing. It was also reported that the patient's potassium was "high normal" and that they will attempt to bring it down. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.